Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from a cracked connector on one (1) unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection e.1. Initial reporter facility name: (B)(6) hospital a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.